Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker triggered a device explant indicator reached message after being implanted for four years. A save to disk analysis was sent in for engineering analysis, and it was confirmed there was an increase in power consumption during the past year. Technical services recommended a device replacement. Surgical intervention was performed, as this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a device explant indicator reached message after being implanted for four years. A save to disk analysis was sent in for engineering analysis, and it was confirmed there was an increase in power consumption during the past year. Technical services recommended a device replacement. Surgical intervention was performed, as this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the surgical intervention.